Event description:
It was reported that during a ptca procedure, a stent dislodgement occurred. Another MFR's wire was advanced across the lesion; however, the tip became bent after crossing the lesion. It was removed and replaced with another guidewire. The liberte stent delivery system was advanced over the wire, but had difficulty crossing the lesion due to a proximal bend. The stent became dislodged and embolized into the circumflex (cx) artery. The physician advanced another guidewire to act as a buddy wire and slowly removed everything as one system. The physician was able to remove the stent from the coronary arteries; however, the stent then came off the wire and moved into the mid-ascending aorta. A snare was used to pull the stent back to the introducer sheath, but they were unable to recapture the stent into the sheath. When the stent was halfway into the sheath, it came out of the snare but was still in the sheath. The physician attempted to do a contralateral approach with another wire and catheter in an attempt to recover the stent. As they moved towards the stent, contrast was used to visualize the anatomy. The contrast caused the stent to "shoot out" of the sheath and migrate further distal into the leg. The stent was located under fluoro in a small branch of the profunda. It was decided to leave the stent in this location. The procedure was completed using a 2.5x9 maverick otw balloon catheter to dilate the lesion and deployment of a 3.0x12mm liberte stent. Patient condition is listed as "fine".

Manufacturer narrative:
The product has not been received for analysis as of the date of this report.